Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming low fio2. The customer stated there was a customer on the ventilator when this issue occurred. It is currently unknown if there is any patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to internal scroll issue were making metal contact with each other, and the bearings ceased onto the shaft. The unit has passed all test, calibrations and is working to manufacture specifications.